Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, while the surgeon was attempting to deploy a bioknotless anchor into the bone hole for fixation, the anchor broke into two pieces. Both portions were removed from the body and another same device was used to fixate successfully. This extended the procedure time by 30 - 45 minutes; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and visually evaluated. It is noted that the distal half of the anchor is broken off, and the proximal half is still attached to the inserter; the material condition at the break areas appear to be stress related, and the distal inserter shaft has a slight bend to it. A consideration here would be that possibly the device was off axis to the bone hole when the surgeon was attempting to insert into the bone hole. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Outside of the above consideration, we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, while the surgeon was attempting to deploy a bioknotless anchor into the bone hole for fixation, the anchor broke into two pieces. Both portions were removed from the body and another same device was used to fixate successfully. This extended the procedure time by 30-40 minutes; however, the procedure was concluded successfully without further issue or harm to the patient.